Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient did the trial and only had it for 48 hours. When the patient came out of surgery, they had left a gaping hole where the suture was in the back of her head by her hair. The patient said they left the suture and everything open. The patient said it was going to be an infection, you could see where it went in. When the patient came out of recovery, the patient said the nurse was not happy because it was an infection waiting to happen. When the lead was put in, the lead was crooked and bent and the patient's hair was in it. The patient said the hcp realized what had happened and proceeded to put tape over it. The patient got a call from the hcp 48 hours later and they took the whole thing out because she didn't get anything out of it anyways. The patient said the patient did like what she felt with the device. The patient still wanted to go forward because her headaches were atrocious. The patient was referred out to a neurosurgeon for implant. No further complications were reported.